Event description:
It was noted by the caller that a right ventricular (rv) lead warning occurred. Follow-up was unable to determine the cause. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.